Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the door latch sensor did not respond to the latch being locked, and the battery springs were not making good contact. The event occurred during testing. No patient involvement was reported.

Manufacturer narrative:
One device was returned for analysis with complaint that the door latch sensor did not respond to the latch being locked and that the battery spring were not making good contact. The complaint was replicated through functional testing and visual inspection. The cause of the reported issue was due to tracer damages to the latch lock sensor and fluid ingression damages to the battery spring contacts. The reported issue was resolved by replacing the latch lock sensor/ground strips and the battery compartment assembly. Device passed all functional and delivery tests after repair activities were completed. Review found event logs were observed regarding the latch lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period.